Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusions codes. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the physician's opinion, the cause for the valve movement was a lack of enough calcium to keep the valve in place. The valve was then explanted and replaced with a traditional surgical valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information added to b.5.

Event description:
Patient passed away after some days due to an infection, reportedly from an unknown source but, per the medical team, unrelated to the thv implant.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, a patient underwent implant of a 29mm sapien 3 valve in the aortic position by off-label open chest procedure . The open chest approach was selected because the patient had severe calcification of the aorta that made suturing impossible. He was operated on 5 days before the event with a sutureless aortic valve that failed prematurely. After the implant of the sapien 3 valve, the valve moved from its implanting position and ended in the left ventricle of the patient. As per medical opinion, the cause for the movement was the lack of enough calcium to keep the valve in place. The valve was then explanted and replaced with a traditional surgical valve.